Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, d6b, h6.

Event description:
Healthcare professional reported left side "rupture". Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2024-18014, is a duplicate of mrn 9617229-2024-17681. Please see mrn 9617229-2024-17681 for reportable events. Additional, changed, and/or corrected data: b5.

Event description:
It has been identified that this record, mrn 9617229-2024-18014, is a duplicate of mrn 9617229-2024-17681. Please see mrn 9617229-2024-17681 for reportable events.

Event description:
Healthcare professional reported unknown side "rupture". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, d4.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for a unknown side. Device was explanted.